Event description:
A customer reported an "error 3" message with the adc device. The customer was therefore unable to obtain glucose results and lost consciousness. The customer was treated with sugar by a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A valid lot or serial number was not provided for test strips. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Attempted to perform control solution testing. Observed ER- 3 during control solution testing. The returned reader was de-cased and visual inspection was performed on the printed circuit board assembly (pcba). Observed debris contamination on strip port . Therefore this issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an "error 3" message with the adc device. The customer was therefore unable to obtain glucose results and lost consciousness. The customer was treated with sugar by a healthcare professional. There was no report of death or permanent injury associated with this event.